Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. The x-ray review confirms superior dislocation of the right femoral head. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent hip arthroplasty on an unknown date. The patient fell and dislocated. The patient was revised due to the dislocation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical product(s): item #: unknown, unknown head lot #: unknown; item #: unknown, unknown liner lot #: unknown; item #: unknown, unknown cup lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 01311.

Event description:
It was reported by the 411 group that a patient underwent hip arthroplasty on an unknown date. The patient is being considered for a revision on an unknown day due to dislocation. The sales rep was inquiring about implant identification. Attempts have been made and no further information has been provided.